Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, oversensing, and non-sustained ventricular tachycardia episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.